Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR 2567630 - MDR 3003442380-2026-01242correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4.additional information - this MDR is being submitted to include the below:h6: investigation results under type of investigation, investigation findings, investigation conclusions.h11: investigation summary.complaint investigation results:electronic quality management system (eqms) search:a query was run in the eqms on 22/apr/2026 against "lot number" 6015765 and similar malfunction codes: soft cannula bent/kinked/crimped after removal -blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site. The review confirmed that lot 6015765 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature.similar complaints search:a query was run in the eqms on 22/apr/2026 against "lot number" criteria equal 6015765 and similar malfunction codes: soft cannula bent/kinked/crimped after removal -blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site. The count of complaints is 2. The complaint number are 2567630 and 2600149.device history record (DHR) review:the lot 6015765 was manufactured according to work instruction (wi) version 81 and manufactured in the line 07, on 09/oct/2025 with a total of (B)(4) units.the device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code.conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted.visual evidence review:no photo was provided to support visual confirmation of the reported issue.conclusion: unable to perform visual verification; assessment based on available documentation only.retain samples testing:retain samples from the relevant lot were requested and tested in accordance with approved procedures:wi guidance for visual testing for complaints area version 3: 3 samples tested and passed visual inspection.wi guidance for functional testing 1 air flow test: the 3 samples passed functional testing for the reported malfunction code soft cannula bent/kinked/crimped after removal -blockage. All test results were within specification as documented in the attached test report 2567630.conclusion: testing did not confirm the reported issue; no nonconformance identified.return samples testing:returned sample from the relevant lot was requested; however, the customer confirmed that the sample is not available for return.conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence.CAPA determination assessment - conclusion summary of complaint investigation:based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts).complaint unconfirmed:following investigation, the reported failure could not be confirmed for this complaint.conclusion summary of complaint investigation:a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6015765 and related malfunction codes. Two complaints were identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Photos/samples were requested; however, the customer confirmed that no photos/samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.based on the available information, this event is deemed to be a reportable serious injury.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: 3003442380.

Event description:
Reference number: (B)(4). Event occurred in canada. It was reported that the patient went to the emergency room (ER) and was eventually hospitalized on (B)(6) 2026 due to three bent cannula events occurring between 22-jan-2026 and 13-feb-2026, leading to hyperglycemia. The event occurred three or more hours after insertion. The insertion site was the abdomen, and the infusion set was in use for up to several hours. The blood glucose level was in the 30s mg/dl, and ketones were present at the time of the event. The patient was treated with intravenous fluids of saline and insulin and was released from the hospital on (B)(6) 2026. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) MDR device 2 of 3.